Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen [3000mcg/ml] at a rate of 725mcg/day via intrathecal drug delivery pump. The indications for use of the pump were intractable spasticity and another type of spasticity. It was reported that, at pump interrogation during a refill on (B)(6) 2016, the patient's pump was discovered to have three motor stalls and recoveries that occurred on (B)(6) 2015, (B)(6) 2016. The length of the stalls ranged from 2.5 hours to 4 hours and all occurred in the middle of the night. The patient had not recently had an MRI, and a source of electromagnetic interference (emi) could not be identified, except for an air mattress that pulses, which they used consistently. The patient was non-verbal, but the family did not report any symptoms or alarms. At the refill, the expected reservoir volume was 4.1ml, and the actual reservoir volume was 9.5ml. The reporter indicated that they would likely replace the pump soon because of the stalls/recoveries, the volume discrepancy, and the fact that the elective replacement indicator (eri) was somewhat close.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis of the pump found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer representative indicated the pump was replaced on (B)(6) 2016. The hcp wanted the pump returned for analysis. The replacement pump was refilled with an unknown baclofen 2000mcg/ml at 725mcg/day (unsure if it was still the study drug).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.